Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve. It was reported that after opening the octaray catheter that one of the electrodes was broken. One of the electrodes had a black ring on carto and was broken on the recording system as well. The damage did not result in wires and/or braid being exposed but resulted in lifted or sharp rings. The device was not used on patient's body. There was no partial or total detachment. No picture available. There was no physical damage to the outer box or packaging. The device was secured properly in the tray. There was no damage to the device due to any part of the packaging being damaged. No patient consequences were reported. Visualization issue is not MDR-reportable. Bad/partial ECG (bs or ic) is not MDR-reportable. Electrode damage with sharp rough edges is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30756413l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).